Event description:
I had a trans-vaginal mesh implant for prolapse and urinary incontinence on (B)(6) 2011 immediately after surgery I had a horrible pain in my right hip, I told the surgeon and she said it had to be arthritis because she did nothing that would have effected my hip but she put me on an arthritis medication. It did not effect the pain and the pain continued to get worse, the surgeon sent me to an orthopedic doctor and he said because I was diabetic it had to be bursitis and did a steroid injection in the hip, the pain became worse. Then I started having major abdominal pressure with pain that radiated across the abdomen and into the vagina. I could feel something jagged in the vagina, intercourse with my husband was impossible I could not bear the pain. I went to another doctor this time a urogynecologist and he told me that the mesh had eroded through the vagina and was shifted inside of my abdomen. Surgery was performed and part of the mesh was removed. Almost instantly the excruciating pain in my hip was better, it is still there but I can tolerate it. I had to have a second surgery 2 months later to repair the pelvic floor and remove more mesh. The surgeon stated he could not remove all of the mesh because it was involved with other organs and blood vessels. My quality of life has become almost nothing since the first surgery because of pain, fatigue and weakness.